Event description:
It was reported that right hip revision surgery was performed due to a soft tissue reaction. The revision is believed to have occurred in (B)(6) 2011.

Manufacturer narrative:
Additional information: the lot number information supplied to smith & nephew was received on a very poor quality fax, and we have identified that the details disclosed in our initial report of this event (3005477969-2011-00254) were erroneous. Further attempts to clarify the specific details of the lot number and its associated production dates for the acetabular cup involved have been made, unfortunately as of the date of this report, these details cannot be confirmed to FDA with certainty. Please treat the information supplied in d4 and h4 in our initial report of this MDR as erroneous.